Manufacturer narrative:
H.6 investigation summary this memo is to summarize findings on your recent complaint (B)(6) for bd tryptic soy broth, catalog number 292787, lot number 3018264. Event description: it was reported that all the bottles contain suspended particles. Complaint history review: the complaint trends were reviewed for a period covering 12 months. There were no similar complaints received for this product. Therefore, a trend could not be identified. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Sample analysis: retain samples were reviewed and small particles were observed in the bottles. Return samples and a picture were provided and while observing the medium, small particles were visible in the medium. Evaluation results: at this stage of our investigation, we have excluded any systemic failure in our manufacturing process. No deviation was detected neither during the review of production records nor during the review of the in-process control. In the production, the medium is pumped through filter before being filled in the bottle. Although the medium is filtered, it is not excluded that some small particles are going through the filter and land in the medium. Since no trend was identified, no preventive corrective action will be implemented. Investigation conclusion: based on the evaluation above, the complaint was confirmed. Bd regrets the inconveniences you have been experienced and will continue to monitor incoming similar complaints.

Event description:
It was reported that bd bbl¿ trypticase¿ soy broth bottle contained suspended particles that seem similar to fungal infection. The following information was provided by the initial reporter: they noticed that all the bottles contain suspended particles. It is quite disturbing for them because the fungal infection can produce a similar appearance.

Manufacturer narrative:
Initial reporter phone: (B)(6). Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ trypticase¿ soy broth bottle contained suspended particles that seem similar to fungal infection. The following information was provided by the initial reporter: they noticed that all the bottles contain suspended particles. It is quite disturbing for them because the fungal infection can produce a similar appearance.